Manufacturer narrative:
A customer alleged result discrepancies using cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g06568. Each sample was from a different collection using methods not recommended per manufacturing instructions. An investigation was performed to evaluate the customer complaint and identified no product problem. The discrepancy is likely due to samples being near the lod or due to site specific issues during collection. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from central laboratories (B)(6) alleged false positive results with the same patient using three different sample collections when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. A review of the growth curves showed a relatively flat curve with a late rise in fluorescence corresponding with the late CT value (35.41) with no signal abnormalities in target 1. The ic CT values are consistent and in line with other samples in the run. The samples were oropharyngeal swabs collected with a cotton swab in 3ml 0.9% physiological saline solution. As per the method sheet, this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. The late CT value of 35.41 for target 1 is indicative of a sample near or below the limit of detection (lod) of the assay. As per table 12 lod determination in the method sheet (09179909001-03en, doc. Rev. 3.9), this would correspond to a hit rate of less than 38.1%. As such, results can waiver between positive and negative as observed here with the alleged sample. Additionally, it is possible the infection is resolving as there were 3 separate collections that can explain the results as well. There was no harm alleged in this complaint. Based on the totality of the information and data provided, the assay is working as intended. No further investigation is warranted.